Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test and no motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window.

Event description:
Customer's mother reported via phone call that insulin pump received a motor error alarm. Customer's blood glucose was 600 mg/dl and was treated with manual injection. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.